Event description:
A customer reported a system message displayed and the laser function was unavailable. The system was exchanged. It is unk if the issue occurred during set up or during a procedure. Pt impact unk. Add'l info has been requested.

Manufacturer narrative:
The company service rep examined the system and replaced the core module. The system was then tested and met all product specifications. A sample is expected to return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).